Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports the concorde bullet cage broke and came off from an inserter instrument when the surgeon was impacting the inserter with a hammer to place the cage intervertebrally. It was noted that the connecting part of the cage to the inserter was broken by this impaction. It was reported that the inserter was placed to the depth enough. According to the surgeon, too much bone may have been put intervertebrally before the placement of the cage in question. When the cage was removed intra-operatively with a kocher clamp, it broke a second time. All broken pieces of the cage were removed. There were no adverse consequences to the patient. The procedure was extended by thirty minutes as a result of the difficulty.

Manufacturer narrative:
The concorde bullet cage 9x8x27, 5 degree lordotic was returned for evaluation. Visual inspection revealed that the cage had fractured into 3 segments. The lot number was originally unknown, however upon receipt of the cage fragments it was noted that the lot had been scuffed off. As such, a review of the DHR was not possible. The root cause cannot be positively determined however it is likely that the cage was subjected to a higher than anticipated force during insertion resulting in fracture. Additionally, it was reported by the surgeon that too much bone might have been placed before the insertion of the cage. The accompanying instructions for use indicate that excessive torque, when applied to long-handle insertion tools, can cause splitting or fracture of the polymer/carbon-fiber implants. When a polymer/carbon-fiber implant is impacted or hammered into place, the broad surface of the insertion tool should be carefully seated fully against the implant. Impaction forces applied directly to a small surface of the implant could cause fracture of the implant. No corrective action/preventive action (CAPA) is necessary at this time as there has been no report of an adverse consequence. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Three requests were made for the sample to be returned for evaluation. However, the 5 degree lordotic concorde bullet cage, 9mm x 8mm x 27mm was not returned to the complaints handling unit (chu) for evaluation. A device history record (DHR) review could not be conducted as the device lot number is unknown. A 12-month review of the complaint trend analysis for the concorde bullet cage was conducted on the specific product code from this complaint as the height of the implant affects the stress profile on insertion and therefore this height is not indicative of the family or vice versa. This analysis found no emerging trends. No corrective action/preventive action (CAPA) is necessary at this time as we are unable to confirm the reported issue or identify the root cause and there are no systemic trends. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Three requests made; sample not returned.